Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. Customer states insulin was "squirting out" during the manual prime process. The customer was sent a replacement insulin pump. The customer retuned their device for analysis.